Manufacturer narrative:
(B)(4).

Event description:
The patient had a fall the previous weekend and subsequently experienced a loss of stimulation and therapeutic effect. The patient programmer showed the ins was dead. Initially after the fall, she felt stimulation but then she only felt strange sensations down her legs to her toes when pushing on the ins. She also experienced a shocking/jolting sensation. The ins also appeared to be sitting at a different angle after the fall.